Event description:
It was reported that on (B)(6) 2025, an 18-18mm amplatzer talisman pfo occluder was selected for implant. Echocardiography was used to size the device. During procedure, transesophageal echocardiogram (tee) and angiography were used. During implant, stability check was performed and no leak was observed around the device. The patient did not have a change in rhythm and was asymptomatic. The occluder was recaptured once prior to release. Then, device embolization occurred and the occluder embolized towards the aorta. The embolized device did not cause blockage. The user believes the small sizing caused the device embolization. The occluder was percutaneously retrieved via snare and a new 25mm amplatzer multi-fenestrated occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. The reported device embolization could not be replicated in a testing environment. However, the device was returned to abbott for investigation and the investigation confirmed the device met functional specifications when analyzed at abbott. The device was inspected and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migration appears to be related to procedural conditions (small size device was used and cause the device embolization). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.